Event description:
It was reported that the insulin pump had a loose drive end cap. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.